Event description:
It was reported that during the implant procedure the right atrial lead connector could not be inserted in the device header. Upon examining the lead, it was noted that the sealing ring was partially pushed over the ring electrode, interfering with lead insertion. The physician removed the sealing ring and was able to insert the lead into the device header. All electrical measurements were normal and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.